Manufacturer narrative:
The field service engineer of olympus (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated. The subject device has not been returned to omsc for evaluation but was returned to oth. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for a cystoscopy with the subject device at the user facility, it was found that the front panel of the subject device did not function. The user facility replaced the subject device to another similar device to complete the procedure. There was no report of patient injury associated with this event.